Event description:
A (B)(6) old female patient contacted zoll customer support to report that her charger/modem would not power on. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger/modem was able to power on and charge normally. Upon investigation, however, contamination was found on the battery board inside the charger/modem. The cause of the inability to power on was likely contamination on the battery board that had dried before investigation at zoll began. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.